Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis manifested by lost of appetite and subsequently passed away. On an unreported date, the patient was hospitalized for peritonitis. On an unreported date, the patient received unspecified treatment for peritonitis. On an unreported date, the patient died in the hospital while being treated for peritonitis. The cause of death was not reported and it was unknown if a autopsy was performed. It was not reported if the patient had recovered from the peritonitis event prior to death. Fourteen days prior to the receipt of this report, dianeal therapy was discontinued. No additional information is available.